Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had no issues with the pump but she wasted a lot of sensors. Customer stated that after sensor insertion, the sensor would not register. Customer's sensor glucose was 60 mg/dl and blood glucose was 120 mg/dl. Customer stated that the pump shut off and she resumed basal after she woke up. Customer stated that the inaccuracy can be 60-100 points off. Customer stated that the majority of the sensors were getting bent. Customer stated that she will receive sensor errors after initialization. Customer noted that she has not had issues when the sensor is straight upon removal. Customer was advised that the serter will be replaced as a courtesy.